Event description:
The inflation line separated from the flange connector on one tracheostomy tube. This was detected prior to use during procedure set-up. There was no direct pt involvement. The device was returned to the MFR on 2/25/97 for analysis and eval.